Event description:
The patient was enrolled in the (B)(6) study (watchman group) on (B)(6) 2021 with patient identifier (B)(6). It was reported that a thrombosis occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21.0mm. The patient was discharged home on apixaban (5mg) and aspirin (81mg) on the same day following the procedure. Eighty five (85) days post index procedure, the patient presented for their protocol required four month laa imaging. Transesophageal echocardiography (tee) assessment revealed a complete seal with a laminar, non-mobile thrombus with a maximum area of 1.2cm2 on the atrial facing surface of the closure device. The patient was on aspirin (81mg) at the time of this event. In response to the device thrombosis, apixaban (5mg) was started on the same day.

Event description:
The patient was enrolled in the champion-af clinical study (watchman group) on (B)(6) 2021 with patient identifier (B)(6). It was reported that a thrombosis occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21.0mm. The patient was discharged home on apixaban (5mg) and aspirin (81mg) on the same day following the procedure. Eighty five (85) days post index procedure, the patient presented for their protocol required four month laa imaging. Transesophageal echocardiography (tee) assessment revealed a complete seal with a laminar, non-mobile thrombus with a maximum area of 1.2cm2 on the atrial facing surface of the closure device. The patient was on aspirin (81mg) at the time of this event. In response to the device thrombosis, apixaban (5mg) was started on the same day. It was further reported that the patient was on 10mg apixaban treatment as opposed to the 5mg treatment previously reported. One hundred fifty nine (159) days post index procedure, the thrombus was considered resolved.

Manufacturer narrative:
B5: describe event or problem - updated with additional information and correction of medication dose from 5mg to 10mg apixaban. Previously reported.